Event description:
Hcp reported infected right ipg site and right scalp incision drainage. Pt symptoms were purulent discharge and opened incision. The right device system was removed. The device was explanted and returned to the MFR for analysis. A follow-up report will be sent if additional info is received.